Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that low space message prompt during use. After reviewing log file, fse found the free disk space is too low. Fse found the hard disk drive bay was already bypassed, the ippc and found it was defective. Fse replaced the ippc and its 3 hard disks. After the replacement of the ippc and hard disks, the system returned to use in good working order. The defective part was returned for analysis and hard disk drive bay was defective. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image storage space is low, resulting in no exposures being performed. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.